Event description:
It was reported that prior to the water vapor therapy procedure, the physician was notified that there was only one delivery device in the building, but he decided to proceed with the procedure anyway. In preparation for the procedure, the patient was given general anesthesia. While preparing the delivery device, the physician was holding the delivery device over a bowl of sterile water in order to collect the priming fluid. As the device was priming, the physician had the tip of the device submerged in the sterile water. The delivery device then failed and error 236 was received stating pre-treatment failed. They attempted to unplug and restart the delivery device four times but they received the same error every time. The procedure was then cancelled and rescheduled. The patient underwent the water vapor therapy procedure two days later and it was completed successfully. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.